Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "occludes upstream when running a new program." Evaluation found the lower reading on the ultrasonic sensor to be out of specification (low) caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump occludes upstream when running a new program. It was also reported that there was no patient injury.